Event description:
Two rns attempted to start an IV on a baby and the 24 gauge catheter bunched up along the needle. We were able to replicate the issue with several more 22 and 24 gauge catheters. Additionally, after querying other rns house wide, two reports received indicating issue such as catheters bending and kinking, as well as needles that are not sharp. No other issues have been identified or reported in the three months following the initial report. Manufacturer was informed of the problem and provided packaging and devices and the information they provided back via a letter is as follows: "thank you for contacting bd medical regarding incidents you experienced with our bd insyte autoguard shielded IV catheter product. We understand that when catheter was inserted the tubing would bunch up over the needle and would not penetrate the skin. Thank you for returning one used catheter/adaptor assembly for evaluation. Our quality engineer microscopically inspected the returned unit and observed minor surface irregularities and small wrinkles in the catheter tubing. The engineer notes that the irregularities in the catheter tubing are manufacturing related but should not have contributed to the difficulties encountered. Please note that a review of the material review report database revealed no irregularities during the manufacture of any of the above reported lot numbers. We appreciate you taking the time to bring these observations to our attention. As always we remain committed to continuously seeking ways to improve our product performance and exceed clinical expectations. These incidents have been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter will be helpful in trend identification, driving appropriate corrective actions and supporting our commitment to continuous quality improvement." Lot numbers affected: 1014043; 1059292; 0336578; 1124962.